Manufacturer narrative:
It was reported that during surgery the visionaire block was positioned up to the tibia and pinned then the alignment was checked with the designated drop rod and the block was going to cut in varus. The process was repeated with the same result (no cuts were made with the cutting block), at this point, the visionaire instrumentation was changed to standard journey ii em to complete the procedure. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Our investigation including an engineering review by our visionaire team noted that after evaluation it was found that all aspects of the alignment were within the visionaire standards. Based on this investigation, the need for corrective action is not indicated. Potential cause could include but is limited to user/procedural variance. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during surgery the visionaire block was positioned up to the tibia and pinned then the alignment was checked with the designated drop rod and the block was going to cut in varus. The process was repeated with the same result, at this point, the visionaire instrumentation was changed to standard journey ii em to complete the procedure (backup). No delay in the operation or injury to the patient.